Manufacturer narrative:
H4: the device was manufactured may 20, 2020 ¿ may 21, 2020. H10: the device evaluation was completed. One actual sample was received containing no fluid in the bladder because the luer was not closed, which allowed the fluid to empty inside the bag that contained the unit. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality that could have caused the reported flow issue. A functional flow test was performed on the unit and the flow rates were found to be within the product specification range. During the flow test, no evidence of air was observed inside the bladder and evidence of continuous flow of fluid was observed.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that delivery stopped while using a large volume infusor. This was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.